Manufacturer narrative:
Apoc incident #:(B)(4). The investigation was completed on 07/11/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Ctni cartridge lot d19030a is associated with a previously identified deficiency for detected errors (dts) due to prebursts (i.e. Prematurely ruptured analysis fluid packs), which is unrelated to the customer's observation of a high discrepant result. The issue is captured in quality record (qr) (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.10 on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient's final diagnosis was chest pain, and the customer states that the EKG was normal. There is no evidence that the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).